Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection indicated that the setscrew marks on the lead were toward the front end of the terminal pin. This indicates that the lead was insufficiently inserted into the header. Testing was completed to assess lead electrical performance, where measurements were within normal limits. Laboratory analysis indicated that the incomplete insertion was likely the cause for the high out of range pacing impedances and noise observed in the field.

Event description:
This report is being sent with analysis details.

Event description:
It was reported that this pacemaker system was explanted and replaced about 1.5 years after it was implanted. The right ventricular (rv) lead had observations of noise and possible insulation issues noted at explant. The right atrial (ra) lead had observations of high out of range pacing impedances that were greater than 2000 ohms and noise. The leads were both explanted and replaced successfully. However, when the new ra lead was inserted into header of the same device there were observations of noise. The physician decided to explant and replace the device as well. The whole system was explanted and replaced. No additional adverse patient effects were reported.